Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline transesophageal echocardiogram (tee) revealed a small to moderate circumferential pe with fluid noted behind the laa. Two trans-septal punctures were performed; one for the intracardiac echocardiogram (ice) catheter and one for the watchman truseal access system (was). The double curve was positioned and a 27mm watchman laa closure device & delivery system (wds) was positioned. Implant was attempted, but due to sheath coaxility, the closure device could not safely be released. The closure device was recaptured. An effusion sweep was performed and confirmed there was no increase in the baseline pe. The physician decided to exchange the double curve was to an anterior curve was. The anterior was was positioned, however the angle was not improved with the exchange of the was. The ice catheter and was were removed and a third, more inferior trans-septal puncture was performed. The anterior curve was positioned and a new 27mm wds was advanced and deployed successfully. The closure device met position, anchor, size, and seal (pass) criteria and the closure device was released. An effusion sweep was performed which revealed a possible increased pe from baseline. The patient was asymptomatic and showed no cardiac function impairment. Protamine was administered. Later that day tee was performed to evaluate the pe which revealed the pe was moderate to large. The patient continued to be asymptomatic. The patient was discharged the following day and expected to follow up in one week.